Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of the transmission, it was observed that the implantable cardioverter-defibrillator (ICD) exhibited non-sustained myopotential oversensing. No programming changes were made. There were no patient consequences.